Event description:
On (B)(4) 2013, it was reported that this vns patient was initially implanted on (B)(6) 2013 while he was in status. The device was turned on to 0.50 ma on the day of the surgery in the operating room. The patient had been unconscious in status for 6 weeks. On (B)(6) 2013, the patient was at an output current of 0.75 ma. A system diagnostic was performed and was within normal limits. The device was disabled for an MRI on (B)(6) 2013 and then programmed back on. During the week of (B)(6) 2013, attempts to increase the output current from 0.75 ma to 1.0 ma caused an episode of bradycardia, per the patient's physicians. The bradycardia quickly resolved when the device was turned back down to 0.75 ma of output current which is what the patient was presently programmed to. The patient does not have a history of this condition prior to vns implantation. Follow up showed that no interventions were taken for the bradycardia. The patient's settings were ramped up very slowly, and no instances of bradycardia had been seen since.

Manufacturer narrative:
.